Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The described issue has been identified as a part of known issues with soltive laser fiber rfid chips resulting in soltive fibers not being recognized, authenticated or losing data. An investigation concluded that the reason for these event is data corruption and the chip de-laminating from the rfid tag substrate. The discovered failure mode of distal tip of the fiber missing can be attributed to the handling of the device during product return. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Visual inspection noted the connector end is intact without any visual defects. The length of the fiber body observed to be intact however, inspection found the distal tip was missing. The device is being forwarded to the original equipment manufacturer (OEM) for further analysis. Additionally, follow ups were made to gather additional information regarding the event reported. To date, no response has been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of the "tfl-fbx200bs laser could not read fiber, second fiber from same lot operates properly". No harm was reported. No patient harm, no user injury reported . Device evaluation found damaged/broken laser fiber. The distal tip was observed to be missing. This report is being submitted due to the finding of damaged/broken laser fiber identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer representative , the following information conveyed: the event occurred during the procedure, before the laser was used. No further information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.